Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504001bc, s/ns (B)(4) on (B)(6)2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. The deflation was confirmed by physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel implants, catalog # 3504001bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. Two devices were returned to mentor. Device a contained no fluid. Yellow material was observed within the device. During evaluation a rent was observed on the posterior aspect, measuring approximately 0.6 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Device b contained no fluid. During initial evaluation a rent was observed on the posterior aspect, measuring approximately 1.3 cm. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. If lot number is later provided, the DHR will be reviewed. The complaint was confirmed since a rupture was found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).